Event description:
It was reported that multiple episodes of non-sustained rv oversensing due to myopotential oversensing were observed on the ventricular channel. The oversensing was reproducible in-clinic through deep inspirations. Programming change was made. Patient was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4).